Event description:
Nuvectra spinal cord stimulator implant. For the last 3-4 months the device has randomly shut off. Pt has worked with the company to discover what is wrong with device. They are agreeing to explant the device due to unexplained technical failures. The pt reports the device shuts off randomly 2-5 times per week. The device then needs a total reboot to function. It is not due to battery low in power / energy. She will be having device explanted and new generator, with different MFR implanted. Device info: algovita spinal cord stimulator, implant date: (B)(6) 2018, model # 2412, serial # (B)(4). FDA safety report ID # (B)(4).